Manufacturer narrative:
The qube bedside monitor was returned to the equipment service center (esc) for evaluation. The esc technician evaluated the returned monitor where they were able to verify the reported issue. After replacement of the cpu pcba the device operated as expected. After proper device operation was observed through functional and performance testing, the device was returned to the customer. The cause of the reported issue was due to the cpu pcba.

Event description:
The customer reported that after several hours of use, the qube bedside monitor would randomly shut down. There was no patient or user harm associated with this event.